Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2021-03-31. H6: investigation summary: two samples (model # 20159e) were returned by the customer. It was reported that in many instances the tubing will not flush or draw back blood. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water to confirm an open fluid path. The fluid paths of both samples were open and were able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20159e lot number 20106516 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that an unspecified number of ext set w/macrobore 2vps y-conn had flow issues or occlusions during use. The following was reported by the initial reporter: "it was reported that in many instances the tubing will not flush or draw back blood. Verbatim: recently the medical center began using new IV extension tubing(bd smartsite extension set) immediately staff began complaining of issues with the tubing including that in many instances will not flush and one side or both sides will not allow for back draw of blood into the tubing for purposes of lab test blood draw or confirming IV placement. Lot number (10)20106516 and I have saved several of the faulty tubing. The has affected multiple units and the representative have been notified."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of ext set w/macrobore 2vps y-conn had flow issues or occlusions during use. The following was reported by the initial reporter: "it was reported that in many instances the tubing will not flush or draw back blood. Verbatim: recently the medical center began using new IV extension tubing(bd smartsite extension set) immediately staff began complaining of issues with the tubing including that in many instances ng will not flush and one side or both sides will not allow for back draw of blood into the tubing for purposes of lab test blood draw or confirming IV placement. Lot number (10)20106516 and I have saved several of the faulty tubing. The has affected multiple units and the representative have been notified."